Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that was in inop mode with diagnostic code 1012 (air liftoff failure). This event occurred during clinical use however, it was reported that there was no associated harm.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. This ventilator's repair was not covered under contract, so the decision was made to retire and dismantle this device rather than return it to service. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause could not be determined.